Event description:
The customer stated that she was awoken to an alarm on the insulin pump. The customer stated that when she tried to turn on the back light to check what alarm she had received, it did not work, and as a result, she accidently delivered ten units of insulin. The customer stated that she lost consciousness, but she then recovered enough to walk upstairs and call for a friend. The customer's friend gave her a glucagon injection and called the paramedics. The paramedics checked the customer's blood glucose reading and it was 38 mg/dl. The customer refused to be taken to the hosp, so the paramedics stayed with the customer until her blood glucose levels were at a normal level. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.